Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to dislocation, the surgeon felt it was because of component position of the glenoid bone impingement.